Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump passed sleep current measurement, selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Insulin pump failed active current measurement due to corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the customer went into the pool with insulin pump the screen getting darker. The customer was also reported that battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.